Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to fluid loss. The device was not working, changed all components, patient great no further impact. An ams700 21cm lgx with 100ml conceal reservoir were implanted. No patient complications were reported in relation with this event.